Event description:
It was reported that there was tissue damage. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria. The was and wds were removed from the patient. The physician then used a watchman trusteer access system with a 40mm wds. The was was positioned in the laa and the wds was inserted. The closure device was deployed in the laa, but it was highly compressed. The physician removed the wds from the patient and prepped a 31mm wds. During preparation of a new wds, it was noted that there was a small amount of tissue shearing seen on the annulus due to the multiple deployments and recaptures. No treatment or intervention was needed, and the procedure was continued. The new 31mm closure device was deployed and successfully implanted in the laa of the patient. The patient remained stable during the whole procedure and there were no other complications that were reported to have occurred.